Event description:
A user facility reported to olympus that upon powering on an olympus, model clv-s190, there was no illumination light. After replacing the lamp, illumination light was present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation. During the evaluation, there was an abnormality in the appearance showing gas leaks. The reported issue was not reproduced, and no other abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacturing date was provided as august 2015. Approximately over 7 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to lamp gas leak, but the cause of the leak could not be identified. Olympus will continue to monitor the field performance of this device.